Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On july 22, 2025, the user reported that the pump wake button intermittently did not respond on approximately four to five occasions. The user restarted the pump. Blood glucose was not affected.